Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that prior to the start of a patient procedure involving a cmaxxray surgical table, a release of smoke had been observed around the tabletop. The joystick and hand control were disconnected, and user facility personnel proceeded with the procedure; a procedure delay occurred due to the event. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service engineer arrived onsite to inspect the table and found the table to not be operating properly. Evaluation of the table found that the cable to the hand control was damaged subsequently causing a short circuit and release of smoke from the overide controls. The cmax x-ray surgical table user manual states (p4 - electrical safety): "in case of any damage to the power supply or mains cable or plug or iec socket, do not connect the equipment and immediately contact steris technicians." The technician replaced the overide control and cables, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.